Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5c132. Device evaluation summary: the analysis showed that the ats45 device was received with the handle open near of the rotating knob and with a 6r45b cartridge loaded in the device. The reload was received partially fired 1/4 and with the reload lock out spring damaged. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples were noted to have the proper b-formed shape. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: can you please provide more event details? The cystic duct was filled with stones, the surgeon closed the stapler jaws on the duct, the stapler would not fire. Upon re-opening the stapler, the surgeon noticed a tear in the duct. How much blood did the patient lose? The patient did not experience any abnormal blood loss. Were blood products or a transfusion required for the patient? No. If yes, please provide details. Is the current patient status known? No, the patient has not been seen by the surgeon for follow up yet. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No readmission or re-operation. The only difference in treatment was the placement of a drain during the initial surgery.

Event description:
It was reported that during an laparoscopic cholecystectomy procedure that device was difficult to close, once closed the device would not fire. When the surgeon attempted to open the device, it would not open. Device was removed with tissue still inside tearing the cystic duct. A temporary drain was put in place to assist with bleeding. Unknown as to how the procedure was completed. Patient currently stable. There were no adverse consequences for the patient.